Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the belt was unable to properly communicate to a monitor. The cause for the failure was isolated to a defective x700 crystal oscillator on the computer/analog board. The oscillator was not producing any output. The root cause for the defective crystal oscillator could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).